Event description:
Complainant alleged that during a routine shift check by a clinician, the device restart/reboot itself. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. The device was returned to zoll medical corporation for evaluation. During investigation of the device to determine root cause, the technician observed damage consistent with mishandling. The damage is not consistent with normal wear and tear. The mounting hardware was replaced. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.